Event description:
On (B)(6) 2012, the reporter contacted animas to report that on the morning of (B)(6) 2012 the patient obtained a low blood glucose level of 39 mg/dl after taking a bolus dose of insulin for her breakfast. The patient experienced the symptoms of shaking and sweating. The patient disconnected from the pump, and administered self-treatment by consuming candy and soda. She did not seek any emergency medical attention. The patient noted, she had contacted her hcp about adjusting the I:c ratio programmed in the pump due to the patient experiencing low blood glucose levels after bolusing for meal carbohydrates. Troubleshooting revealed all pump programming, settings and date/time were correct, all total basal/bolus doses given correctly matched those programmed, and the patient had not received any unintended doses of insulin. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique may be incorrect by not having the correct I:c ratio programmed in the pump. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2014 with the following findings: evaluation revealed the black box starts on (B)(6) 2014. The pump was used after the original complaint date (B)(6) 2012 and all histories and black box data for event have been overwritten. A review of the available black box and alarm history shows no eaw¿s associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.